Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the alarm unit goes into hold and comes out of hold as expected and alarm passes all functional tests when tested with an external power supply. However, one battery spring is bent causing unit to not power up with batteries, after bent battery spring is adjusted back into position, the unit was able to power up with batteries. There is battery leakage residue on the battery springs and batter door contact. (B)(4).

Event description:
Customer reported when the hold button is in use, there is a long delay before the alarm returned to the monitoring mode. Customer could not provide the date when this was found. No patient incident or injury was reported.